Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her sensor has not been working for the past day and her most recent blood glucose reading was 38 mg/dl. The customer treated the low with an otter pop. She stated that the low occurred because she has gastroparesis and does not eat. After a review of the customer's alert history, the customer was advised that the sensor just needed to be calibrated. The customer was advised to wait until her blood glucose stabilizes from her otter pop consumption before calibrating, and to call back if she has any other questions. No products were returned or shipped.